Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally the adhesives in the light cover glasses, optical cover glass and the distal end were worn. There was water ingress on the scope connector and the electrical safety test failed. The up/down/left/right angle failed to meet specification and play was evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, that the colonovideoscope was not being detected right on stack during maintenance. During the inspection and testing of the returned device, scope error 315 (scope not detected) was observed. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: water invaded the scope connector while user was handling device which led to the abnormality of electrical parts. As a result, the error message was displayed. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): user can detect the suggested event properly by handling the device in accordance with the following section of the IFU: inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.